Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review was completed, and there wab no non-conformance associated with this lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon decided to use a side biter clamp to complete the procedure. No patient complications were reported by the hospital. It is also reported that the cracking may have occured due to use technique. This report is for the second seal.